Manufacturer narrative:
This follow up report is being submitted to report additional information on (B)(6) 2018, it was reported that the device does not mesh the skin correctly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) ca-04038 implemented a serial number logbook to correct this issue. Medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by medicrea on november 8, 2018 revealed that the device was found to be from an earlier version and was damaged. The meshgraft ii was not repaired and returned to the customer per their request. The customer brought a new device. The reported event was non-verifiable since the functional testing was not performed since the customer denied the repair quote. The customer decided to buy a new device. The root cause of the device not meshing the skin correctly could not be determined with the provided information since the customer denied the repair quote and brought a replacement device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
The device does not mesh the skin correctly. No adverse events were reported as a result of this malfunction.